Event description:
On (B)(6) 2022, a patient (pt) reported a corneal ulcer in the right eye (od), ¿many years ago¿ while wearing contact lenses (cls). The pt ¿got something in the eye and didn't get it all out.¿ the pt stated the corneal ulcer was ¿nothing related to cls.¿ on (B)(6) 2022, the pt provided additional information. The pt was 16 when diagnosed with the corneal ulcer (specific date not provided). The pt wore both fresh look and acuvue brand lenses at the time. The pt ¿had a rip in my contacts and it hurt my eye. I was helping my dad build our house and I was sanding with safety goggle and somehow I must have gotten the dust in my eye.¿ the pt visited an eye care professional (ecp) who diagnosed the ulcer and provided eye drops and cream (name and frequency prescribed not provided). The pt returned to the ecp for different eye drops (name and frequency prescribed not provided) because the original drops ¿hurt my eye¿ and the ecp advised the pt has ¿sensitive eyes.¿ the pt returned to the ecp after the medication was finished and the ecp ¿said it was good but now I have a blind spot on my eye.¿ the pt reported after that, ¿everything was good,¿ and doesn t notice the ¿blind spot¿ much unless reading up close. The pt reported the ecp is no longer with the practice and current contact information for the ecp is unknown. No additional medical information regarding the event has been received. On (B)(6) 2022, the pt provided additional information. ¿the doctor said that I will have a scar on my cornea because of the infection. Still to this day when I go to the eye doctors for a checkup it¿s still there.¿ no additional information is expected. This report is being submitted as a worst-case event as we were unable to verify the acuvue brand of cl worn at the time of the event and we were unable to verify the diagnosis and treatment provided by the pt¿s treating ecp. The event date is being estimated as (B)(6) 1996 as the pt could not provide an exact date. The lot number is unknown. Availability of the suspect od cl is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Availability of product is unknown.